Event description:
It was reported that the motor on parts: (B)(4) would not stop running when the battery was attached. On part (B)(4), the middle button of the hand piece for battery powered driver was reportedly not working. Parts: (B)(4) were reportedly running at suboptimal speed / grinding gears. There are 6 devices in this complaint. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: gxl. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Service history review: lot #(B)(4): a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 25-sep-2009. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was preformed: the customer reported the motor was running continuously. The repair technician reported the contact plate was cracked, the contacts were blackened, and the housing was damaged during dissassembly. Electronic control damaged is the reason for repair. The cause of the issue is unknown. The following parts were replaced: handle (new lot #006095), contact plate, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on 16-jun-2015. The evaluation was confirmed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was preformed: the customer reported the motor was running continuously. The repair technician reported the motor was running slow, the reverse speed didn¿t work, and the circuit board was burned. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on 16-jun-2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.